Event description:
Family member called medtronic minimed, and stated that when removing the quick set, finds that the soft cannula was bent. In 2002 maersk medical a/s received the complaint, 2 used base-pieces and 4 unused sets.